Manufacturer narrative:
This complaint is being reopened for pump evaluation due to the device being received. Pump returned on (B)(6) 2024. Analysis of the returned device was completed. The pump was tested with the testing protocol for flow rate. The pump was programmed to run an 125 ml/hr for 20 vtbi infusion. The actual volume infused was 21.70. The flow rate deviation for the infusion is (B)(4) which is not within passing criteria. Reported issue not found, device does not meet specification. There was no clinical or impact health effects associated with this report. This complaint has been reviewed, evaluated, and determined to be a part of CAPA. Reference to complaint # (B)(4).

Manufacturer narrative:
Upon review the unknown device cannot be located because there is no information provided with this device such as serial number. This MDR will be reopened and updated in the event the product involved or additional information becomes available.

Event description:
On 02/22/2024, infutronix received a report that a pump powered off on its own without warning, causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. Requested device to be returned.